Manufacturer narrative:
E1: facility name (B)(6). One device was returned for repair in used condition. This device has not been serviced within the reviewed period. Visual inspection showed the pump was in good condition. The customer's problem of "error 41786-0004" was duplicated with functional testing; found real time clock battery was drained. Recharged pump for 4 days to correct issue. Device passed all functional tests after charging.

Event description:
It was stated that device had an error 41786-0004.there was no patient involvement.